Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on all three channels which could be reproduced by having the patient reach his arms across his chest. All lead diagnostics are normal and stable. The system was implanted 10 months ago. During an invasive procedure the atrial and ventricular lead were explanted for damage due to clavicular crush.